Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported that the atrial lead was sensing inappropriately which was resulting in unnecessary mode switch episodes. It was noted that this issue has been occurring for about a year and a half. The sensitivity on the lead was adjusted and the lead remains in use. It was further reported that the physician was not happy with the data storage for episodes as they do not show the cause of the mode switches. The device remains in use. No patient complications have been reported as a result of this event.